Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after placing a pacing lead the patient experienced twitching/ phrenic nerve stimulation. It was also reported a perforation was confirmed. It was noted during the implant procedure the number of rotations of the lead may have been excessive. The lead was removed and replaced. No further patient complications have been reported as a result of this event.